Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with an infection in the hand that had tracked up the arm. During the follow-up, the right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture and increased threshold measurements. The hand infection was treated with an antibiotic. The outputs were increased. The ra lead threshold measurements decreased, but the rv lead threshold measurements remained high. Boston scientific technical services (ts) indicated this is likely not related to a lead integrity issue or connection issue, but likely related to patient condition or a lead tip/tissue interface change. No adverse patient effects were reported.